Manufacturer narrative:
The patient was born on an unreported date in 1955. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The break was not further described. On the same day as onset, the patient was diagnosed with peritonitis and hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). Two weeks after onset, antibiotics was discontinued and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.